Manufacturer narrative:
Additional information has been requested. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.

Event description:
Pt status post prodisc-c implantation returned to surgeon for post op visit. The pt was asymptomatic and an x-ray showed the superior end plate shifted anteriorly. The prodisc-c was implanted above an acdf fusion previously implanted. Surgeon removed the hardware and revised to plate and spacer.